Event description:
It was reported that during a routine follow-up visit, fluoroscopy revealed externalized conductors on the rv lead. Normal electrical parameters were noted. The physician ordered remote monitoring at the time of the event, but the patient called the clinic about six months later to report he had left the state and would no longer be seen at that clinic. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.